Event description:
The lay user called lifescan in 2005 and alleged that her meter wa set to the incorrect unit of measurement.the medical affairs specailist attempted to reach the patient to obtain more clinical information. A letter will be sent as a second attempt to reach the patient. The user's meter is typically set to mg/dl, but instead she was obtaining results in mmol/l. She could not remember any of her meter results or the results from any other devices. She was treated with insulin from a medical professional.the user stated that her meter was previously set to the correct unit of measurement and that she had not made any changes in the settings mode.a replacement meter has been sent to the patient.